Manufacturer narrative:
Section b5: previous report of planned pump exchange for (B)(6) 2015 captured in related manufacturer report number 2916596-2015-02036. Section d4: device serial number is unknown. Section d6a: implant date could not be confirmed. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas) and the reported patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event as well as the pump¿s return status; however, no further information was provided by the account and the pump has not been returned to date. If the heartmate ii lvas is returned at a later date, this investigation may be reopened to include the evaluation of the device. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate ii lvas instructions for use (IFU), rev. H is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away on (B)(6) 2015. It was previously reported that the patient was scheduled to undergo a pump exchange on (B)(6) 2015 due to suspected device thrombosis (related manufacturer report number 2916596-2015-02036). Multiple attempts were made to confirm the (B)(6) 2015 pump exchange and to obtain additional information from the customer regarding the event; however, no additional information was provided. The serial number of the heartmate ii left ventricular assist system (lvas) implanted at the time of patient death on (B)(6) 2015 could not be determined.

Event description:
It was reported that the patient passed away. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.